Manufacturer narrative:
Sanofi company comment 19-feb-2019. Patients knee swelled after receiving synvisc-one. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Knee swelled [knee swelling]. Get drained [knee effusion]. Case narrative: initial information received on 14-feb-2019 from non-healthcare professional regarding an unsolicited valid serious case received from health authorities of united states. This case involves an adult patient who experienced knee swelled and patient had to get it drained after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml once (batch - 7rsl028z, 03-jan-2018) for unilateral primary osteoarthritis. On an unknown date, patients knee swelled (latency: unknown) and they went to the emergency to get it drained. Corrective treatment: drained for both events. Outcome: unknown. Seriousness criterion: hospitalization. A product technical complaint was initiated and results were pending for the same.

Event description:
Knee swelled [knee swelling] get drained [knee effusion] case narrative: initial information received on 14-feb-2019 from non-healthcare professional regarding an unsolicited valid serious case received from health authorities of united states. This case involves an adult patient who experienced knee swelled and patient had to get it drained after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml once (batch - 7rsl028z, (B)(6)-2020) for unilateral primary osteoarthritis. On an unknown date, patients knee swelled (latency: unknown) and they went to the emergency to get it drained. Corrective treatment: drained for both events. Outcome: unknown. Seriousness criterion: hospitalization. A product technical complaint (ptc) was initiated on (B)(6)2019 for synvisc one. Batch number: 7rsl028z; global ptc number: 57386. The production and quality control documentation for lot number 7rsl028z expiration date (2020-09-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 7rsl028z no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6)19 there are 8 complaints on file for lot number 7rsl028z and all related sublots: (6) adverse events, (1) leaky syringe and (1) tip breakage. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required. Additional information was received on 21-feb-2019. Global ptc number and its results were added. Expiration date for lot number updated. Text amended accordingly.